Event description:
The rptr did meter to lab comparison tests, side by side, in a fed state. Rptr's meter read 127 mg/dl, and the lab result was 165 mg/dl. Rptr did not have any symptoms. On follow-up, a control solution test was in range, 116 (91-137), using a new control on the sample strips. No harm was alleged.